Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient felt a vibratory alert. The alert stated the high voltage impedance had increased. Review of the stored egms showed some interference. On (B)(6) 2010, the patient was admitted and high voltage integrity testing was performed. The high voltage impedance was within normal range. An x-ray showed no lead fracture. The patient will be monitored.